Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV", "folds" and "capsules with reactive changes and dystrophy calcifications". This relates to the right side. Device was explanted and replaced with a non abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and calcification are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; calcifications.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV", "folds" and "capsules with reactive changes and dystrophy calcifications"; ultrasound and MRI performed. Affected side is right. The device has been explanted with capsulectomy and replaced.